Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The sureform 60 reload was analyzed and found to have the knife exposed within the knife track. The reload was partially fired based on in-house testing. Failure analysis found additional observations not reported by the site that is related to the customer-reported complaint: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. The reload was found to have a damaged blade. The blade exhibited mechanical indentation. Further investigation was performed by failure analysis engineering. The dsp logs were not available for the procedure; however, elastic search shows that pn 480460-9, ln l92220409-0216 was installed one time and fired one blue reload. There were three clamp attempts. The first clamp was aborted by the user, and the second clamp was incomplete. The third clamp was successful but was followed by a firing failure. The firing stopped after 58 seconds, and the parameters of the error indicated that adequate clamping force could not be achieved to complete the firing progression. The firing completion percentage was ~81% which aligned with the condition of the reload returned. Reload was disassembled for visual inspection. The cartridge was separated into two halves to check for internal damage. The cartridge t-slot was found to exhibit damage, with skiving starting at the proximal end of the cartridge and continuing until the blade stopping point. Skiving along the inner cartridge suggests the knife started to rotate and twist slightly as it was moving forward, which caused the knife to dig into the cartridge, causing increased firing force and eventually resulting in a failed firing. A visual inspection of the knife showed indentations at the tip, indicative of an interaction with an obstruction. It is possible a lodged staple was dragged by the blade during the firing, causing the knife to rotate slightly, eventually digging into the cartridge t-slot. The lodgment of the knife into the cartridge wall would cause the firing force to spike over the threshold resulting in a failure. A possible cause of knife rotation is due to something jammed in the anvil knife slot proximal end or in the crotch of the jaws. Testing of the stapler instrument returned with this reload could not replicate the reported firing failure, indicating that the root cause is not likely related to the stapler condition. Reload damage observed is attributed to high-firing torques, which can result from firing on challenging tissue or obstructions such as staples. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the sureform stapler and the sureform 60 blue reload for failure analysis. Therefore, the root cause of the customer reported failure mode has not be determined. A follow-up MDR will be submitted if the instrument and the reload are returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that staples were missing from the staple line. Medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the staple did not come out of the sureform 60 blue reload when using the sureform 60 stapler. The customer also indicated that the blade was exposed. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that no additional information was available.